Event description:
Medtronic received information that this annuloplasty device, implanted 2 months, exhibited a fracture on imaging in addition to mitral insufficiency. Previous imaging had no evidence of fracture. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history record found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.